Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s device was registered with the wrong patient information and a remote monitoring express transmission was sent to the facility. The network remains in use. No patient complications have been reported as a result of this event.